Event description:
During baxter's functionality testing of a spectrum pump, it would not prower on. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported pump will not stay power on, which was reproduced. Eval observed pump not turning on under d/c power because of 2 negative pins depressed. Eval found pump to power and stay on under a/c power with a know good rear case. The rear case was replaced.